Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver at a care home reported that the customer received an unspecified error message on the freestyle libre meter when attempting to perform a blood glucose test. No symptoms were reported, but the customer had contact with a healthcare professional as his blood glucose could not be measured. A high blood glucose reading on an unspecified meter was obtained, and the customer diagnosed with hyperglycemia and treated with "an extra dose" of insulin (type unknown). There was no report of death or permanent injury associated with this event.